Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "unable to insert the PICC line. Knot at the end tip of the swg. No clinical consequences. Use another PICC line."

Event description:
It was reported that: "unable to insert the PICC line. Knot at the end tip of the swg. No clinical consequences. Use another PICC line."

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.